Event description:
It was reported that during a lobectomy procedure, the stapler was placed across the lobar bronchus. The surgeon then closed the device and fired the stapler. He then cut the bronchus. On opening of the device, it was apparent that no staples had fired. The bronchus was unsealed. Another device was opened and the new device was placed across bronchus, closed and fired. The surgeon then over-sewed the staple line. Procedure prolonged 15 minutes. There were no adverse consequences for the patient. Additional information received on 03/12/2010: after the procedure and the tx30 had been removed from the sterile field, the rsm and the scrub nurse reviewed the device. The device closed with no issue and upon closure of the firing trigger, the staples were clearly present and formed as normal. The stapler was fired within the plastic bag that the sister has placed the device in. The formed staples will be loose in the returned bag. It may be that the surgeon had inadvertently not fired the device prior to transection of the bronchus.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that each reload is 100% inspected through an automated vision system to verify staple presence prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.